Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was exposed to MRI. Customer forgot to remove the insulin pump. The blood glucose reading is 91 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test followed by motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received with cracked reservoir tube, reservoir tube lip and battery tube threads.